Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 23.7 mm in diameter and 37.5 mm in length. The infrarenal neck angle was 26.7 degrees. The proximal aortic neck had mild thrombus. There was no neck calcification. The right iliac artery was 11.6 mm in diameter and the left iliac artery was 12.3 mm in diameter with mild calcification. It was reported that the bifurcated stent graft was deployed too high, approximately 2 mm's during deployment due to the patient possibly moving. The renal artery remained patent the whole time. The left (lower) renal was partially covered by the fabric portion of the bifurcated endurant graft. The left renal maintained good flow by angiography prior to the renal stent; however, the physician elected to stent the left renal prophylactically to eliminate any chance of occlusion post-operatively. The right renal was higher, and the fabric portion of the stent graft was below this renal, and right renal had good patency. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate placement of the stent graft), (possible movement of the patient). Evaluation, conclusion: operational context contributed to event (possible movement of the patient).